Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm513.2, -04.50 diopter, implantable collamer lens into the patients left eye (os) on (B)(6) 2023. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2023. This resolved the problem.

Manufacturer narrative:
Weight - unk, ethnicity - unk, race - unk. Claim#: (B)(4).